Event description:
It was reported that during a prostate procedure, the aiming beam fired straight out of fiber at 247,880 joules. The case was completed with a second fiber. No harm to patient was reported.

Manufacturer narrative:
(B)(4) to forward-firing of the side-firing surgical fiber; a code request has been submitted.